Manufacturer narrative:
According to the customer on 12/26/23 the nebulizer stopped working requiring the user to go to the hospital to receive a breathing treatment. Per customer the device was plugged in, and all tubes were connected and attached to the appropriate ports. Per the customer the device was not exposed to fluids and does not have physical damage which would lead to the malfunction of the device. Per the customer they received "ipratropium bromide and albuterol" while at the hospital. No additional information is available. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on 12/26/23 the nebulizer stopped working requiring the user to go to the hospital to receive a breathing treatment.